Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low resulting in an insufficient drain. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:40:31. During night drain cycle six, the patient's ultrafiltration reading was 1857ml, indicating the home patient (hp) drained 1527ml more than their maximum programmed fill volume of 2200ml. No further information was available.